Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: to activate the ble communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. During troubleshooting with tandem technical support (cts), the dexcom receiver was powered off and a new sensor session was started. The customer indicated that the devices regained connection. No additional patient information was available.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. After ending the session between the receiver and the transmitter, the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient information was available.